Manufacturer narrative:
The device root cause is not determinable.

Manufacturer narrative:
Device evaluated by MFR: log files show that several patient circuit disconnection alarms are active: 251 - disconnection, 254- proximal flow sensor not connected properly, 256 - disconnection proximal pressure line. Most of the time after these alarms are active, alarm 151 - concentration low is also triggered. No hardware failures are visible apart from the alarm led issue. Calibration was performed and went well. Unit was tested on a test lung and the fio2 is showing 100%. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that when the device is connected in vc - a/c mode and fio2 is 100%, the patient's spo2 saturation keeps decreasing continuously. After an entire checkup of the machine, they could not find any errors other than o2 dosing not possible. As soon as the machine was removed and ambu bagging was done, the patient's spo2 increased.